Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Address information was not able to be obtained, therefore, nj was used as a place holder. E.4. The initial reporter also notified the FDA on 30-mar-2023. Medwatch report # mw5115651. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris smartsite gravity set tubing broke at the connection hub. The following information was provided by the initial reporter: smartsite gravity tubing broke at connection hub.

Manufacturer narrative:
H6: investigation summary no product or photo (mat # 47177e) was returned by the customer. It was reported by the customer that the tubing broke at the connection hub could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model # 47177e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10

Event description:
It was reported that the bd alaris smartsite gravity set tubing broke at the connection hub. The following information was provided by the initial reporter: smartsite gravity tubing broke at connection hub.